Manufacturer narrative:
Other relevant device(s) are: (B)(4) / expiration date: 28-aug-2020 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 28-mar-2019 ,yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) a dislodgement occurred during tether removal. The device was snared on its body but could not be made co axial to exit through the sheath. A second snare was attempted but the device could not be retrieved. A vascular surgeon had to remove the ipg in the groin at the femoral vein puncture site. No patient complications have been reported as a result of this event.